Event description:
It was reported that device was atrial pacing due to undersensing of fine atrial fibrillation. Device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.